Manufacturer narrative:
Updated fields: b4,e1(event site email),g3, g6,h2,h6(type of investigation, investigation findings, component codes, health code, investigation conclusions),h11. Corrected fields: b5,b6,b7,d10,e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the power management board is suspected to be the issue. On a return visit the power management board was replaced and the unit was turning on. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was no getting on before use. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was no getting on. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical science. A supplemental report will be submitted upon completion of our investigation